Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material is inconclusive due to the state of the returned sample. One large square of gauze was returned for evaluation. An initial visual observation showed a small brown particle on the exterior of the gauze. A microscopic observation revealed the particle was fibrous, flat, and mostly uniform in color. Because the kit was returned open, it was difficult to assess when or where the residue came into contact with the kit. Possible causes include contamination of the kit before or after it was sealed.

Event description:
It was reported on friday they were placing a PICC and saw a spot on the gauze. There were no adverse events to the patient or clinician.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen4781 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on friday they were placing a PICC and saw a spot on the gauze. There were no adverse events to the patient or clinician.